Event description:
A cook medical thal-quick 8 fr (ref (B)(4) ) chest tube inserter (stylet) was inadvertently left inside a chest tube upon placement. The warning label attached to the chest tube makes reference to removing a dilator, not the included wire guide/chest tube inserter inside the chest tube. There are separate dilators in the kit. The warning label is unclear that it is the wire guide/chest tube inserter (stylet) that is to be removed which is not radiopaque and will still allow the chest tube to partly function while in place. Pt required replacement of the chest tube for a larger size when it was noted that the chest tube wire guide was still in the chest tube. Dates of use: (B)(6) 2018. Diagnosis or reason for use: pleural effusion.